Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) needed balloon pumps to be serviced. It is unknown under which circumstances the event occurred or if there was patient involvement.

Event description:
MDR is being cancelled as it was opened in error the report is not related to a device malfunction.

Manufacturer narrative:
MDR is being cancelled as it was opened in error the report is not related to a device malfunction.